Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.